Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm large hem-o-lok clip applier instrument would not clip. Use of the instrument was discontinued, and it was replaced to the backup. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and found to have a severely bent grip tip. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The incident occurred while the surgeon attempted to clamp the tissue bundle. The issue was related to the jaws not moving when the surgeon commanded. The weck clips were used or a large size. The used new clip applier was used to resolve the issue. There are no photos and/or videos of this event available for isi review.

Event description:
Refer to h11 for follow-up information.